Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the patient was seen in clinic with the neurosurgeon, imaging did not reveal any obvious findings, and repeat impedance testing continued to show contacts 9 through 11 out of range. The plan is to take the patient to the operating room to check the connections, with the expectation of addressing the issue at that time, and follow-up will be provided after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when measuring electrode impedances, all contacts on the right stn lead with the exception of contact 8 showed open circuits. Neurologist is ordering x-rays of the head and chest to look for signs of damaged wiring. No other actions have been taken and the issue is not resolved at the time of report. Surgeon will meet with patient on (B)(6) 2026 to discuss options for resolving issues. The manufacturer representative provided additional information indicating that the cause of the high impedances was not determined and no contributing factors have been identified to date. Diagnostic steps have included x-rays of the neck and chest. The issue has not yet been resolved. The information was confirmed by the physician.